Event description:
Surgeon placed 2.0 x 11 mm mmf auto-drive screw in patient, using a hand-driven screw driver without pre-drilling. During procedure, when screw was inserted approximately to 3/4 of the depth, the head of the screw broke off. The surgeon had to drill out the screw base to remove the screw, creating a larger hole. However, no bone graft material was required and the same size screw was used instead to complete the procedure. Patient is in good condition. The IFU discusses the need for pilot drilling in dense bone.

Manufacturer narrative:
Broken screw was from a consignment stock at (B)(6). After evaluation of returned product screw fragments, it does not appear that there was excessive torque applied, as the cruciform shows little evidence of distortion. In the end view of the top portion of the screw, there does not appear to be any twisting of material that one typically observes in a screw that fails due to excessive torque. The bottom portion of the screw was too damaged to evaluate, likely incurred during retrieval efforts by the surgeon. Dimensionally, the pieces are in spec. Without the ability to evaluate both ends of the broken screw, there is no way to be sure of the way the screw broke. However, the portion of the screw that was inserted, and the area where the screw broke (about half way up), plus the tip is blunted. This is indicative that the bone was too dense, and perhaps a pilot hole should have been drilled. A blunted (broken), tip will negate the self drilling capabilities of the screw. The IFU discusses the need for pilot drilling in dense bone. There were no related complaints in the last year.